Event description:
Related to medical device manufacturer's report # 3004743323-2009-00003. It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the guide wire fractured off and remains in the pt's body. The area being treated was an 85% stenotic lesion, 3 cm in length and located in the mid anterior tibial (at) artery. The physician accessed the lesion via an antegrade approach using a 6f introducer sheath and a firm viperwire. The physician performed the first run with the 1.5mm solid crown diamondback 360 orbital atherectomy system on medium speed for 29 seconds. When he attempted to increase to high speed, a hissing sound was audible coming from the handle and the controller registered no speed. The physician was unable to remove the wire from the oad, so they were removed from the pt as a unit. The distal tip of the device appeared to be unwound. Upon fluoroscopic examination, the distal tip of the device was observed lodged in a branch artery off of the at artery. The retained portion was not flow limiting, so the physician performed a low pressure balloon angioplasty with good results. Another diamondback oad was used in the popliteal artery and the pt's condition was improved. The pt was stable/asymptomatic during this event and remains so post-procedure.